Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an ¿unable to proceed¿ error during tubing fill following an occlusion event, despite multiple rewind and restart attempts, and insulin delivery was interrupted until a replacement pump was provided. Symptoms included no adverse clinical effects and stable blood glucose, with a reported glucose value of 156 mg/dl at the time of the call. Outcomes included device replacement and continued therapy using the replacement device, with the patient advised to continue cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.